Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist (B)(6) in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
A healthcare professional reported that (B)(4) patient¿s were injected with (B)(4) syringes of juvéderm® volux¿ xc into jawline bilaterally. Patient was concomitant injected with botox in glabella and crow's feet. A month later, patient had severe pain, swelling and it was difficult for them to open their mouth or eat. There was an abscess developed on their right side of jaw. Four days later, a diagnostic test was taken, and the results show that the bacterial culture was negative. Abscess was drained 8 times. Patient was treated with I & d and z-pack. Hyaluronidase sessions started 2x per week, (B)(4) vials used and started mixing 5 fu with hyaluronidase with some improvement. Blood-tinged fluid drained out and cultured showed negative again for 3x. 11 days later, patient was put on (B)(4) courses of prednisone, started at 40 mg & tapered doxycycline 100 bid and colchicine, 6mg bid for 3 months. Patient still has a small amount of tenderness near sight depressor muscle. The hcp stated that there is a "nodulocystic¿ mass still present on ¿right¿ jawline but nearly unnoticeable & mostly non-tender. Symptom is ongoing.